Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and a sensing anomaly. The lead was no longer used and a new lead was implanted. The condition of the patient was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.